Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cuff of a clearlink system solution set was cracked which resulted in a leak. This issue was identified during patient infusion with propofol while connected to the manifold. The nurse noticed the infusion was found to be leaking into the patient's bed and it was stated the patient and the nurse were both in contact with the leaked solution. It was further reported that the issue resulted in drug under dosing and missed dosing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.